Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable/wires exposed) was confirmed. Upon investigation the distribution node (dn) to rear therapy electrode (te) cable was pulled from the strain relief. This resulted in a disrupted connection between the cable and dn. The root cause of the damaged cable could not be positively identified but was likely excessive force. No adverse event resulted from the damaged electrode belt cable. The pt was issued a replacement electrode belt.

Event description:
The daughter of a (B)(6) male pt contacted zoll customer support to report that cables were pulled from the electrode belt. The pt was issued a replacement electrode belt.